Manufacturer narrative:
An event regarding disassociation involving an accolade stem and an unknown head was reported. The event was confirmed following visual inspection of images of the explanted stem. Method & results: device evaluation and results: not performed as the device was not returned. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Head became disassociated with trunion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Head became disassociated with trunion.